Manufacturer narrative:
The investigation for automated impella controller (aic) - other has been completed. The data log was evaluated and a keyboard error was triggered which signifies that the soft touch keyboard was activating its high-guard mode, indicating there is a touch sensed outside of the softkey area. There were no issues observed with the keyboard functionality during testing. However, by intentionally spilling water on the touch screen, the buttons were not responding to normal key presses, which aligns with what the user had experienced. The cause of the touch screen becoming inoperable was most likely the user spilling fluid onto the console during a bag change.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 due to ventricular tachycardia storm. While on support, it was noted that the soft buttons on the automated impella controller were not working. Cleaner was not used and no patient harm has been reported.